Event description:
Per the clinic, the device was electively explanted on (b)(6) 2026, due to the patient's clinical need for MRI imaging of a brain tumour located within the artefact zone. There are no plans to reimplant the patient with a new device as of the date of this report.